Event description:
As reported by the user facility: an additional unannounced sample was received for evaluation. The sample was received with no known reported defect. However, evaluation identified bloodline leakage due to a damaged locksite. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.